Manufacturer narrative:
This report is submitted on august 17, 2016 by cochlear limited on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site however the issue did not resolve; subsequently the receiver-stimulator was explanted on (date not reported) and the electrode array was left insitu.